Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The break in aseptic technique was further described as an inadvertent touch contamination. The patient was hospitalized for the peritonitis. On an unreported date, the patient was treated with unknown antibiotics for the event of peritonitis (dose, route and frequency no reported). The patient was still in the hospital. The patient was not recovered from the peritonitis. Dianeal and extraneal therapies were ongoing. No additional information is available.